Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was "high". A specific bg value was not provided. The meter bg reading was 70 mg/dl. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 70 mg/dl. Bg was addressed via consumption of carbohydrates. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.